Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the facility reported a colleague infusion pump with a malfunction of channel a being out of service. The condition was confirmed and reproduced. The assignable cause was determined to be the blue slide clamp left in the channel. The blue slide clamp was removed from the channel to correct this condition. No further action was required. Additional information: this device is an unremediated colleague pump with a user interface module software version of 5.03.00.

Event description:
The facility reported a colleague infusion pump with a malfunction of channel a is out of service. This condition had the potential to interrupt delivery. It is unknown when this condition occurred. There are no reports of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this device is currently unknown.